Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending on using a resolute onyx drug eluting stent to treat a lesion in the patient's heavily calcified and extremely tortuous marginal branch of the left circumflex artery. No damage was noted to the packaging and no issues noted when removing the device from the hoop. The device was inspected and flushed with no issues noted. No negative prep was performed. The lesion was not initially pre-dilated. It is reported that the stent deformed in vivo during positioning. Hard resistance was encountered as a result of the heavy calcification. Excessive force was used to pass through this hard calcification. The device did not pass through a previously deployed stent. The lesion was later pre-dilated with a non-mdt nc balloon after first test. The physician completed the procedure with the implantation of a ronyx20012x. No patient injury was reported.